Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted from the patient's left eye due to z-syndrome approximately 3 months post implant. The patient experienced blurring and sensitivity to light and a yag procedure was performed. According to the surgeon, z-syndrome with induced myopia/astigmatism were the likely cause of the event and the prognosis was reported as " the patient is doing well with a sulcus lens".

Manufacturer narrative:
The lens was returned to b+l. Visual inspection of the lens found a portion of both haptic plates missing. Further testing could not be performed due to the condition of the returned lens. One retain sample from the same lot (7441004) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.